Event description:
This pt was enrolled on the (B)(4) clinical trial and was randomized to the hydrocoil embolic sys treatment arm. At enrollment, the ruptured, irregular, bifurcation aneurysm was located in the left middle cerebral artery m2. During the 3-28 day f/u, the pt presented with fluctuating aphasia and was treated for vasospasm an anticipated adverse event which verapamil on (B)(6) 2012. Pt was admitted on (B)(6) 2012 for the procedure and was discharged on (B)(6) 2012. Dates of use: (B)(6) 2012 - (B)(6) 2012.